Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving morphine (2 mg/ml at 0.799 mg/day) via an implantable pump for an unknown indication for use. It was reported an 8286 (empty reservoir occurred) error code occurred on the patient's ptm. The event date was (B)(6) 2020. The pump was filled on (B)(6) 2020, and the hcp believed the next refill date should have been (B)(6) 2020. However, the patient was reporting they were hearing the audible pump alarm and seeing the error code. The hcp reported since (B)(6) 2020, the ptm was saying the next refill date was (B)(6) 2020. The hcp stated the patient had not been using their 5 boluses allowed per day. There were no symptoms or patient complications reported. Further complications were not reported. Images of the ptm were provided, indicating it was alarming and displayed a refill date of (B)(6) 2020.